Event description:
In the process of retrieving the optease inferior vena cava filter the 10 french brite tip sheath actually broke off the tip of the guide catheter and was wrapped around the filter, but the tip was left in the body buried in skin tract. A small incision was made and the brite tip was retrieved just above the right femoral vein using forceps. The sheath, catheter and broke off tip were not saved.